Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 96 mg/dl at the time of the incident. The customer was at getting no delivery alarms the night before the incident, and their level was 499 m/dl which they treated for with a manual injection. The customer was at 394 mg/dl at the time they went to bed. The customer used glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer will monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test. No excessive no delivery alarm noted. The displacement test functioning properly. Motor passed the motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.